Event description:
The customer reported approximately 15 mls of diluent leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing from the backwash manifold (mf4) became disconnected from the check valve. The fse reattached the tubing, installed a new check valve and the instrument performed without any leaks. The instrument continued to give aspiration errors due to the leak had damaged the solenoids (9, 24, 37 and 64). The fse replaced the solenoids and the instrument performed without any 'aspiration' errors. The fse also observed the wbc apertures were contaminated with protein build up causing the instrument to generate a white blood cell (wbc) vote outs. The fse cleaned the apertures to resolve the wbc vote outs. The fse also replaced manifold (mf13) and the tubing at the wbc bath as preventive maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).